Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the interoperability bar code was mismatched on multiple devices that caused multiple infusions to start at the same time. The customer discovered that the interop bar code did not match the internal device serial number. The customer is requesting enhancement of the product by having an "internal barcode scanning to associate devices" and prevent human errors. There was patient involvement but unknown outcome.